Manufacturer narrative:
Follow-up 1: investigation outcome. Following the event, an inspection of the device was performed, during which the single-use expiratory valve and patient circuit were found to contain clear liquid. The patient circuit and the single-use expiratory valve was removed. Service software checks and operational testing were completed. All testing passed. The device was released for use. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Currently, the event is under investigation to verify the reported allegations. Investigation ongoing.

Event description:
Hamilton medical ag received the following description: it was reported that the device would not deliver volume / breath to patient. Additionally, would not turn off. No harm to the patient was reported.